Event description:
It was reported by the affiliate that during a percutaneous transluminal angioplasty (pta) (stenting) procedure, an 8x150mm smart control stent was released at the target lesion and approximately 3cm of the stent was shortened. The stent was shortened during deployment. Therefore, an additional 8x40mm smart control was placed next to the stent. The procedure was successfully completed. There was no patient injury reported and the device will not be returned for analysis. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and moderately tortuous. The rate of stenosis was 100%. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter and length is unknown. It is unknown if the stent was placed proximal or distal to the first stent.

Manufacturer narrative:
This is the initial and final report for this device. The gender of the patient is unknown. Complaint conclusion: it was reported by the affiliate that during a percutaneous transluminal angioplasty (pta/stenting) procedure, an 8x150mm smart control stent was released at the target lesion and approximately 3cm of the stent was shortened during deployment necessitating placement of an additional 8x40mm smart control stent. The target lesion was a heavily calcified and moderately tortuous left superficial femoral artery with a 100% stenosis. The product was stored, inspected, prepped, and handled according to the IFU. There was nothing unusual noted about the stent delivery system prior to use. The target lesion vessel diameter and length is unknown. It is unknown if the stent was placed proximal or distal to the first stent. There was no reported patient injury. The product was not returned for analysis as it remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15896474 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker". ¿initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation.¿ during placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.